Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture of the glass cap distal to the fiber/cap fusion zone, at the output window; moderate burnt detritus on the metal and severe devitrification at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the laser system went into standby mode. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."